Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2018, a patient underwent endovascular treatment of an abdominal aneurysm using gore® excluder® aaa endoprostheses. On unknown date, at a follow up, a computed tomography revealed an enlargement of the aneurysm and a distal type I endoleak at right leg. On (B)(6) 2021, a reintervention to place additional stent graft was performed. An angiography revealed no significant distal type I endoleak at right leg. A right internal iliac artery was embolized. Plc121000l was implanted to extend to a right external iliac artery. A final angiography revealed no endoleak. The patient tolerated the procedure.